Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/08/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00v, was returned at the manufacturing site for evaluation. The intraocular lens (iol) was not returned as to date it remains implanted. Visual inspection at 10x microscope magnification showed that the plunger and the pushrod were in advanced position in the preloaded insertion system. No assembly errors and/or defects were observed in the device related to the manufacturing process. Residue of lubricant material was observed on the cartridge. A slight distortion was observed at the cartridge tip. The conditions of the product returned was consistent with a unit that was previously handled and prepared for surgical use. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. Phone number: (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that tip of the cartridge was deformed. However, the surgeon implanted the intraocular lens (iol) safely.? No patient injury was reported. No further information was provided.